Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3998, lot# lb4097, implanted: (B)(6) 2003, product type: lead. Product ID: neu_unknown. Product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported the patient programmer (pp) and recharger pouch were damaged. It was further re ported that "around 2008" there was something wrong with the leads because they were shocking them. They didn't want to put in another implantable neurostimulator (ins), so instead a pump was implanted. For some reason as of (B)(6) 2016 the leads were working and they were able to implant a new ins and everything was working well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.